Event description:
Customer called to report a low blood glucose that resulted in paramedics being called to the residence. The blood glucose reading at the time of the event was 28 mg/dl. Customer was not transported to the hospital. Customer stated that the settings changed in the insulin pump and may have over bolused for food. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.